Manufacturer narrative:
Marked other for abscess reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was going to have an MRI to "evaluate for abscess". The hcp said that the abscess was at the stimulator site. No device issues were reported. No further complications were reported/anticipated.